Manufacturer narrative:
The device is expected to be returned for investigation. It as not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility channel a of the device alarmed with a s320 (led error - pmc, left) and a s321 (motor error-pmc, left) malfunction alarm code and channel b did not pass the air detection test. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.